Manufacturer narrative:
(B)(4). Blank display due to broken j-7 connector on the pcb1 board. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, corroded battery cap contact, scratched case, pillowing keypad overlay, cracked battery tube threads and missing display window cover. The p-cap/reservoir does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that they has a complete black screen on the insulin pump, they changed the battery and insulin pump was not turn on. Contacts on battery cap was missing and damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.